Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and endometritis ("endometritis") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), perineal pain ("perineal pain"), vaginal infection ("vaginitis"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy) and surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, endometritis, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, abdominal pain, perineal pain, vaginal infection, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, endometritis, fatigue, menorrhagia, pelvic pain, perineal pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): human papilloma virus immunisation - on an unknown date: positive. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and medical record received:event abnormal vaginal bleeding, menorrhagia, dysmenorrhea, fatigue, abdominal pain, perineal pain, vaginitis, bladder problems, urinary tract disorder, endometritis, essure confirmation test not done added.reporters,lab data added.case got medically confirmed yes. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pelvic infection ("infection (bladder/ urinary tract/vaginal) type: pelvic") and endometritis ("endometritis") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included gallbladder disease. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysuria ("dysuria"). On (B)(6) 2016, the patient experienced endometriosis ("endometriosis") and pelvic adhesions ("pelvic adhesions"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), perineal pain ("perineal pain"), vaginal infection ("vaginitis"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder") and fungal infection ("yeast infection"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic infection, endometritis, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, abdominal pain, perineal pain, vaginal infection, bladder disorder, urinary tract disorder, fungal infection, endometriosis, pelvic adhesions and dysuria outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dysuria, endometriosis, endometritis, fatigue, fungal infection, menorrhagia, pelvic adhesions, pelvic infection, pelvic pain, perineal pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): human papilloma virus immunisation - on an unknown date: results: positive. Most recent follow-up information incorporated above includes: on 4-dec-2018: pfs received:event pelvic infection, yeast infection, endometriosis, pelvic adhesions, dysuria added.concurrent condition added incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure seen in left lower ut (uterus/ removal displaced essure coil"), pelvic pain ("pain/ pelvic pain"), pelvic infection ("infection (bladder/ urinary tract/vaginal) type: pelvic") and endometritis ("endometritis") in a 32-year-old female patient who had essure (batch no. B93879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included gallbladder disease, cervical cancer, neoplasm malignant, spontaneous abortion, flu, cholestasis, peripheral neuropathy, pap smear, metrorrhagia, c-section, uremia of renal origin, chlamydial infection and cholecystectomy. Previously administered products included for an unreported indication: cytotec and norco. Concurrent conditions included bladder retention, hives, anginal pain, asthma, hypotension, pap smear abnormal, post coital bleeding, polycystic ovarian syndrome, sexually transmitted disease, lsil and sulfonamide allergy. Concomitant products included citalopram, ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), fentanyl, gabapentin, guaifenesin;sulfamethoxazole;trimethoprim (sulfa + trime + guaifenesina), hydrochlorothiazide;spironolactone (aldactone 50 hct), ibuprofen, metoclopramide hydrochloride (reglan), naloxone hydrochloride (narcan), ondansetron hydrochloride and sulfonamides. In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2014, the patient had essure inserted. In july 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), perineal pain ("perineal pain"), nausea ("nausea"), constipation ("gastrointestinal or digestive system condition type:constipation") and abdominal distension ("gastrointestinal or digestive system condition type:abdominal bloating"). In september 2014, the patient experienced endometriosis ("reproductive system disorder or condition:endometriosis") and pelvic adhesions ("reproductive system disorder or condition:pelvic adhesions"), 2 years 5 months after insertion of essure. In may 2016, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), vaginal infection ("vaginitis"), vulvovaginal mycotic infection ("yeast infection") and dysuria ("bladder or urinary problem changes:dysuria"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract disorder"). The patient was treated with ethinylestradiol;etonogestrel (nuvaring), promethazine and surgery (hysterectomy with unilateral salpingectomy and lysis of adhesion). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, pelvic infection, endometritis, dysmenorrhoea, fatigue, abdominal pain, perineal pain, vaginal infection, bladder disorder, urinary tract disorder, vulvovaginal mycotic infection, endometriosis, pelvic adhesions, dysuria, nausea, dyspareunia, constipation and abdominal distension outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, bladder disorder, constipation, device expulsion, dysmenorrhoea, dyspareunia, dysuria, endometriosis, endometritis, fatigue, menorrhagia, nausea, pelvic adhesions, pelvic infection, pelvic pain, perineal pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): human papilloma virus immunisation - on an unknown date: results: positive. ¿concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain, dyspareunia ,vaginal hemorrhage, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2019: mr received. Reporter information was added. New event device expulsion was added. Concomitant drug and concomitant history was added. Medical history and historical drug was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain"), pelvic infection ("infection (bladder/ urinary tract/vaginal) type: pelvic") and endometritis ("endometritis") in a 32-year-old female patient who had essure (batch no. B93879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included gallbladder disease. Concurrent conditions included bladder retention. In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), perineal pain ("perineal pain"), nausea ("nausea"), constipation ("gastrointestinal or digestive system condition type:constipation") and abdominal distension ("gastrointestinal or digestive system condition type:abdominal bloating"). In (B)(6) 2014, the patient experienced endometriosis ("reproductive system disorder or condition:endometriosis") and pelvic adhesions ("reproductive system disorder or condition:pelvic adhesions"), 2 years 5 months after insertion of essure. In (B)(6) 2016, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), vaginal infection ("vaginitis"), vulvovaginal mycotic infection ("yeast infection") and dysuria ("bladder or urinary problem changes:dysuria"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract disorder"). The patient was treated with ethinylestradiol;etonogestrel (nuvaring), promethazine and surgery (hysterectomy with unilateral salpingectomy and lysis of adhesion). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic infection, endometritis, dysmenorrhoea, fatigue, abdominal pain, perineal pain, vaginal infection, bladder disorder, urinary tract disorder, vulvovaginal mycotic infection, endometriosis, pelvic adhesions, dysuria, nausea, dyspareunia, constipation and abdominal distension outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, bladder disorder, constipation, dysmenorrhoea, dyspareunia, dysuria, endometriosis, endometritis, fatigue, menorrhagia, nausea, pelvic adhesions, pelvic infection, pelvic pain, perineal pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): human papilloma virus immunisation - on an unknown date: results: positive. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: lot number were added. New events abdominal bloating, nausea, dyspareunia (painful sexual intercourse), constipation were added. Outcome of menorrhagia, vaginal haemorrhage updated to recovered / resolved. Medical history and treatment drug were added. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.